Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The china customer reported "some slides cannot add reagent." Per documentation, field service engineer noted "the liquid was leakage from the probe when pump buffer." The field service engineer repaired the instrument by replacing the aspiration and dispense check valve which resolved this malfunction. Per documentation, customer is able to continue testing. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.